Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable crt-d, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was high threshold on both rv (right ventricular) and lv (left ventricular) leads. The leads remain in use. No patient complications have been reported as a result of this event.